Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). It was reported through a emergency support program call that the cs300 intra-aortic balloon pump (iabp) had a leak in iab circuit alarm. There is patient involvement reported. No harm is reported. The patient's initial pump experienced recurrent gas disconnection alarms. Upon transitioning to a backup unit, the clinical team reported a brief delay in balloon inflation before therapy successfully resumed. The bedside staff attributed the issues to mechanical failure and noted the device was received from an external facility in semi-auto mode. The first pump has been sidelined for service evaluation, and the team confirmed no need for further assistance.

Event description:
(B)(6) rn, contacted the emergency support program regarding a leak in iab circuit alarm on a cs300 during use. Staff reported repeated alarms and difficulty restarting therapy after the pump had been in standby for approximately 10-15 minutes. A second pump was set up due to concern for balloon inflation, and therapy eventually resumed. Esp personnel reviewed alarm rationale and troubleshooting, however staff believed the issue was pump related and denied patient contributing factors. Esp personnel instructed staff to label the first pump and remove it from service. Complaint information was obtained. No harm or injury to the patient was reported.